Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that on the initiation of cardiopulmonary bypass surgery, both the arterial and venous blood were dark. The fio2 was increased to maximum concentration of 100% and blood was still dark. Came off of bypass to ventilate and increase oxygenation of the pt, checked blender connections and recirculated blood through the recirculation line of circuit and blood became brighter, po2 increased to 200mmhg. Went back on bypass and blood became dark again. The oxygenator was changed out, there was 400cc of blood loss from change out, back on bypass, po2 was greater than 300mmhg, pt weaned from cpb successfully and discharged to ICU in stable condition.